Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "system error 105 alarms," determined to be caused by a failed motor (flex). The motor assembly was replaced.

Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device alarmed "system error 105." There was no patient involvement.